Event description:
Pens jammed (medical device complication) "pens, jammed", concern a women treated with innova (insulin delivery devie) due to diabetes mellitus(type and duration unk). Other medical history included post-traumatic stress disorder, depression and right upper quadrant pain. In feb-2006 the pt experienced that two separate new pens jammed and therefore she had no access to her insulin until an emegency prescription was issued. Reportedly, the pt recovered on an unk date.